Event description:
It was reported that head of the screw detached from the screw shaft during rod reduction. It was reported that a second screw was selected and used to complete the case.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.